Event description:
Reportedly, the surgeon noticed a small piece of plastic deposit in the patient, when using the ligasure on the thyroid arteries. The tip of the device melted, but the deposit was removed from patient and there was no patient harm.